Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during the index procedure, after implanting a non-medtronic stent in the left renal artery, the physician was retrieving the guidewire when the renal stent "straightened down", so that its proximal end dived below the proximal edge of the endurant ii bifurcate. This lead to misaligned deployment if the endurant ii. The patient was treated with implant of a second covered renal stent, which preserved blood flow into the renal artery. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.